Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and weight gain. A urine pregnancy test was performed today and the result was negative. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included uterine leiomyoma, uterine fibroid and endometriosis. Concomitant products included cilest (ortho tri-cyclen), evra (ortho evra) and norethisterone (micronor). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporters added and updated patient demographics. Historical drug, historical condition and concomitant disease was added. Updated suspect drug inaction and lot number. On (B)(6) 2013, she implanted essure ((B)(6) 2013). Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("constant bleeding") in a 37-year-old female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and weight gain. A urine pregnancy test was performed today and the result was negative. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included uterine leiomyoma, uterine fibroids enlarged, endometriosis, anemia and anxiety. Concomitant products included ascorbic acid, ethinylestradiol;norelgestromin (ortho evra), ethinylestradiol;norgestimate (ortho tri-cyclen) and norethisterone (micronor). In (B)(4)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(4) 2013, the patient had essure inserted. On (B)(4)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(4)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, female sexual dysfunction and fatigue had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on (B)(4)2014: bi-rads 0. There are multiple hypoechoic lesions with internal echoes noted bilaterally which either represent small masses or cysts with internal debris. These are noted in both breasts as discussed above. Cad and tomosynthesis were utilized for this study. Ultrasound breast - on (B)(4)2014: breast parenchyma is extremely dense and nodular in appearance. Left breast demonstrated a solid appearing mass which measured 5mm which was. Located adjacent to the nipple at the approximately 3 o¿clock position. Just lateral to this area at the approximate 3 o¿clock position is an irregular cystic structure which measures 8 mm x 4 mm and demonstrates irregular internal echoes. Ultrasound pelvis - on (B)(4)2014: endometrial complex measures upper limits of normal to mildly thickened at 1 .5 cm. Correlate for phase of menstrual cycle. Small fibroid measures 2.3 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(4)2019: pfs received : concomitant medication and concurrent condition added. Events: apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, constant bleeding were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and weight gain. A urine pregnancy test was performed today and the result was negative. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included uterine leiomyoma, uterine fibroids enlarged and endometriosis. Concomitant products included cilest (ortho tri-cyclen), evra (ortho evra) and norethisterone (micronor). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.